Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user / patient contacted her lfs on (B)(6) 2010 alleging that her one touch ultra meter does not power on. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the patient and sent a letter to obtain further clinical information: the patient mentioned that at an unspecified time and date the alleged issue began with the meter. At an unspecified time after the alleged issue began, the patient developed symptoms of feeling dizzy and experienced blurred vision. The patient was using the correct test strips and this was not the first time the product was being used. The patient denied any misuse of the product and the meter powered on by pressing the power button. The meter was replaced. No further clinical information was provided. It would have been helpful to know the patient's diabetes regimen, readings prior to the event, how soon after the reported issue began did she experience symptoms and how long symptoms lasted. The complaint is being reported since the patient alleged that due to the meter not power on, she later developed symptoms suggestive of a serious injury.